Event description:
The complainant reported that upon implantation of an impella cp the patient suddenly lost consciousness, had difficulty breathing, and her heart rate dropped to the 40s. The patient recovered. The patient experienced bleeding at the access site so one unit of red blood cells and cardene was transfused. Because the patient experienced sinus tachycardia and atrial tachycardia an echocardiogram was performed, and the physician repositioned the pump from a deep setting. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the instructions for use for the impella cp with smartassist system lists ventricular arrythmia as an adverse event that occurred while in use with the impella device. It states that "only a fraction of these rates were attributed to the impella device and the events resolved without residual effect in most of the cases, unless the event of death occurred. Overall, the results did not show any evidence of increased morbidity associated with the impella support in cardiomyopathy, myocarditis, and peripartum cardiomyopathy (ppcm) patients.".

Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: the cause of the positioning issue was not determined due to lack of clinical details. Vt/vf: the root cause was unable to be determined due to insufficient clinical details. Access site bleeding: there are multiple potential contributing factors to the bleeding such as bleeding at other sites and patient unable to keep leg straight. Ultimately the clinical states that bleeding resolved once blue hub attached more to skin. The cause of the access site bleeding was most likely use related as bleeding resolved with re-adjusting the blue hub to the skin.